Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Manufacturer narrative:
The device had a low battery voltage. The device was analyzed with a new battery and found to be normal. The device met all specifications. The battery was sent to a laboratory for analysis. The analysis indicated that the battery had normal depletion. The cause of the battery depletion was undetermined.

Manufacturer narrative:
When the battery was sent to the supplier, conductive foreign material contamination was found, that could have caused the depletion.

Event description:
It was reported that upon interrogation, the device reported an early battery depletion. The device was explanted.

Manufacturer narrative:
No medwatch form was received.